Manufacturer narrative:
Philips field service was declined by the customer. The device was not returned for investigation. The customer declined philips services and repaired the unit by replacing the power supply board. The device is back in service.

Event description:
Customer reported that there is no dc output; the unit keeps blowing the battery fuse. The customer reported that the device was not in clinical use at the time the issue was discovered.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported that there is no dc output; the unit keeps blowing the battery fuse. The customer reported that the device was not in clinical use at the time the issue was discovered.